Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized two to three weeks prior to the call due to a low blood glucose event. Ems was called to the scene and the patient was treated with a shot and lots of food. However, the patient's blood glucose exceeded 900 mg/dl by nighttime. The patient was treated with an IV until his blood glucose stabilized and he remained in the hospital for four days. Troubleshooting was initiated for the high blood glucose. The patient's blood glucose was 407 mg/dl, which he treated via manual insulin injection. There were multiple air bubbles in the reservoir. The insulin was not stored at room temperature. The reservoir was not returned for analysis.